Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three or four years ago. D6b: explant date: procedure happened four years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20417587.

Event description:
It was reported that the patient underwent a system explant procedure during back surgery. The explanted device will not be returned. No further information could be obtained.